Event description:
Health care facility reported that two pts had a crbsi and/or a skin reaction. However, the health care facility is unwilling to provide any additional information pertaining to the manufacturer's request to complete a questionnaire on each of the two pts. Due to insufficient information received, this complaint is being closed internally and will be re-opened upon any additional information received from the health care facility.

Manufacturer narrative:
Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored. The insert provides the following information regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressing changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.